Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/22/2013 with the following findings: no damage was observed to the pump keypad cover; none of the symbols were worn. During testing, all of the pump keypad buttons responded properly. The keypad cover was removed and no contamination or damage was found to any key contacts. Unrelated to the complaint, a crack along the pump battery compartment was observed.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow, down arrow, and ok keypad buttons were sticking and had to be pressed in specific ways to elicit a response. No trauma or exposure to moisture was reported, but the keypad symbols were allegedly worn, which has no effect on insulin delivery function. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.